Manufacturer narrative:
It was confirmed that the original allegation of "ECG waveforms are showing st elevation differently" was reported incorrectly. The allegation was corrected to "waveforms cut off on auto print at monitor" which is a non-reportable event with philips. Issues with printer performance may affect documentation of retrospective data but do not impact real-time monitoring or alarming. A philips field service engineer (fse) visited the customer site. The fse met with nurse unit manager and was provided an overview of the issue and evidence in the form of existing printouts showing cutoff waveforms on auto print. Auto print functionality was tested but was unable to replicate missing data. The fse then analyzed time of incident in pic ix logs, and no errors were present in the logs. The network was then analyzed and saw potentially abnormal response times on packets. The monitors ability to recall existing reports simulating traffic across network was tested and the time to display report at monitor was well above normal range (5-6 seconds). The display's active ability to recall waveforms from host monitor was tested and the time was well above normal range (5-6 seconds). The fse determined that the network may be the issue as network latency issues were identified at time of rev c install. The fse provided the results to the customer and provided the evidence collected. The fse advised the customer to forward the issue along to their local biomedical team to investigate with their information technology (it) team.

Event description:
It was reported that the waveforms are cut off on auto print at monitor. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Reporting institution phone#: (B)(6).

Event description:
It was reported that the pic ix is showing ECG waveform st elevation differently. The device was in use on a patient at the time of the event. There was no adverse event reported.